Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The flow cell cultured positive for pseudomonas. The ise (ion-selective electrode) system was decontaminated and the electrodes and carbon bridge were replaced. While these measures may have resolved the problem, a clear root cause could not be determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. When the operator became aware of the low na results, samples were repeated and the results were within expectations. There was no change to the pts' care or treatment. There is no report of any adverse event or serious injury. Quality controls are routinely run after a calibration is performed every eight hours. The quality control results were within the laboratory's established ranges.